Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "did not work properly"? Did the device staple?. If the device stapled, was the staple line complete? The staples weren't formed properly. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?. Did the device cut? If the device cut, was the cut line complete? There was a jagged cut line. Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? . If the device cut and stapled, were there any staples missing from the staple line? A: reload did fire but with jagged cut line and malformed staple line. How was the procedure completed? A: with scalpel and sutures it was repaired .

Event description:
It was reported that during an open hemicolectomy, the ntlc did not work properly, and the surgeon had to suture the colon. The procedure was completed successfully with no fragments generated.